Event description:
During follow-up, high pacing impedance and increased capture threshold were observed on the right ventricular (rv) lead. Lead fracture was suspected; diagnostic imaging was performed but lead fracture could not be confirmed. The patient was hospitalized and lead revision was anticipated to resolve the event. The patient was stable and there were no adverse consequences.

Event description:
During follow-up, high pacing impedance and increased capture threshold were observed on the right ventricular (rv) lead. Lead fracture was suspected; diagnostic imaging was performed but lead fracture could not be confirmed. The patient was hospitalized and the lead was capped and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Event description:
During follow-up, high pacing impedance and increased capture threshold were observed on the right ventricular (rv) lead. Lead fracture was suspected; diagnostic imaging was performed but lead fracture could not be confirmed. The patient was hospitalized and the rv lead was capped and replaced to resolve the event. The patient was stable and there were no adverse consequences.